Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer alleged a 5 unit bolus was requested, however bolus history indicated that 10 units had been delivered. There was no reported impact to the customer's blood glucose level. Pump data log review with tandem technical support indicated that the pump and related supplies functioned as intended and that a 10 unit bolus was delivered; however, the customer maintained that they did not request 10 units to be delivered and that the pump did not function as intended. Reportedly, customer continued to use the pump for insulin therapy.